Event description:
On (B)(6) 2022 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the spouse reported that the stoma site was infected with pain upon touching. The patient was assessed by a physician at the nursing home and decided to send the patient to the hospital. On (B)(6) 2022, the patient was admitted to the hospital due to the stoma infection. The patient was diagnosed with a stoma site abscess with secretions and treated with intravenous levofloxacin. On an unknown date, the patient was "better" and was discharged on (B)(6) 2022. At the time of report, care of the stoma site was being performed at the nursing home and the patient was stable and doing well.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.